Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed at 3south-es station, preventing users from accessing medication. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse eve nts or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer tried to guide the customer through rebooting and recovering the drawer, but it did not work. The drawer was inaccessible. Then, adjusted a spring on the insep that was not fully latching over the open-closed sensor to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer repaired the device.